Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged pump unresponsive. Changed batteries multiple times . Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Unit received with received with normal operating current. The stop (idle) current and run current measurement tests are within specification passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected pump unresponsive anomalies noted. No unexpected charged/battery anomalies noted. Low battery alarm or off no power alarm not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive. Customer tried multiple batteries at a time but they were unable to do anything. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.